Manufacturer narrative:
The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-56f lot # 52721701. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 54150703. Size 6 accolade ii 127 deg; cat# 6721-0635; lot# 54781801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "doctor performed a stage 1 revision on patient's right total hip. Infection or proliferative synovial tissue disorder is suspected." Unknown if infection clinically confirmed or identified.